Event description:
On 09/07/1999, following a plasma thromboplastin antecedent (ptca), an angio-seal device was inserted into th pt's right leg without reported difficulty. On 09/23/1999, the pt complained of claudication. An angiogram was performed which confirmed a sub-total occlusion of the right femoral artery. On 09/24/1999, a balloon dilitation and stent placement was performed which revealed no residual lesion. The pt had diffusely distal vessels in the right leg.